Event description:
Update rec'd 4/14/15 - plaintiff¿s preliminary disclosure form was received, which identified dob. There is no new additional information that would affect the investigation.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege that the patient suffered pain and suffering, loss of enjoyment of life, and elevated cobalt and chromium levels in her blood. Doi: (B)(6) 2009, dor: none reported, (left hip). Patient is a resident of (B)(6). Dob: 1952. Update: 15 jan 2015 - der rcvd. Updated dor, patient height, weight and activity level, surgeon and sales rep info, added osteolysis as a reason for revision and added all 4 products.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).